Event description:
It was reported that the patient's entire device system was explanted due to an infection. The infection type was unknown. It was indicated that there were no patient symptoms related to this event. The patient was hospitalized as a result of the event and resumed on oral antispasmodics. It was indicated that a pump and catheter re-implant was planned in approximately 3 months but the date was to be determined. At the time of this report the patient was alive and without injury. The drug delivered via pump was baclofen.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).